Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "first-in-human implantation of a novel self-expanding supraannular transcatheter heart valve for transcatheter aortic valve implantation inside a small degenerated aortic surgical bioprosthesis" author ulrich schafer et al. Edwards learned of the following case that a (B)(6) year-old woman with a 21mm valve implanted in the aortic position underwent a valve in valve procedure due to severe degeneration leading to severe stenosis (min/max gradients 98.5/151 mmhg) after an implant duration of approx nine (9) years and nine (9) months. A multislice spiral computed tomographic scan revealed a normal shaped aortic root and ascending aorta without any calcification of the aortic valvular cusps. Coronary angiogram displayed no significant coronary artery disease. A non-edwards thv valve was implanted within the valve using a percutaneous transfemoral access. The patient was noted as to be discharged home on pod # 6.